Manufacturer narrative:
The insulin pump passed the self test and the displacement test with no alarms. The insulin pump successfully downloaded to carelink. However, multiple alarms were noted in the history screen due to a corrupted history file. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received radio frequency pic failed self-test. It was reported that the device would be replaced and returned for analysis. No further information provided.